Event description:
It was reported that a patient presented with poor sensing, elevated capture thresholds, and low pacing impedance on their right ventricular lead. The lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.